Manufacturer narrative:
Internal complaint reference case-(B)(4). H6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the suture string in place and through the suture window of the anchor. The anchor is fractured between the proximal end of the suture window and the proximal end of the anchor. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the raw material strength and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, after the hole tapping, the twinfix ultra anchor was broken while it was twist in. The procedure was completed using a back-up device, but it is unknown if there was a surgical delay . No further complications were reported.